Event description:
It was reported that during a procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. Irrigation port was cracked. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter will be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Analysis of returned product revealed that the device has the irrigation tubing partially detached, consequently confirming the reported clinical observation of tubing set damaged defective.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. Irrigation port was cracked. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.